Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation.

Event description:
Clinical report states that the patient has migration/loosening of stem. Update: (B)(4) 2013, clinical report states that the patient was revised because of osteolysis and had sustained a periprosthetic fracture after they tripped and fell.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-10203. This report, 1818910-2013-02151, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-10203.

Manufacturer narrative:
Update: 1/10/2013 clinical report states that the patient was revised because of osteolysis and had sustained a periprosthetic fracture after they tripped and fell. Dor: (B)(6) 2012. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner product/lot combination since its release for distribution. A previous review of the device history records for the femoral head did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.